Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a 6 mm, 23-inch cannula infusion set, with the highest blood glucose of 363 mg/dl for a duration of a few hours; no delivery-stopping alarms occurred, and a guided full supply/set change was performed with subsequent downward glucose trend. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical support troubleshooting and user education with verification of alarm status and guidance through a complete supply change. Investigation of this case revealed that the cause of the hyperglycemia could not be determined and that infusion set replacement led to improvement. It was concluded that the event was hyperglycemia with unclear cause, with resolution following supply change and no clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.